Manufacturer narrative:
The article 'total en bloc spondylectomy for solitary metastatic tumors of the fourth lumbar spine in a posterior-only approach' in the world neurosurgery journal , volume 120 ( e8-e16) 2018, was reviewed. Visual, dimensional, material and functional analysis could not be performed as the no devices were returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received the investigation will be reopened and updated.

Event description:
This record captures a review of 'total en bloc spondylectomy for solitary metastatic tumors of the fourth lumbar spine in a posterior-only approach' from the journal of world neurosurgery (world neurosurg. (2018) 120:e8-e16.https://doi.org/10.1016/j.wneu.2018.06.251). Nine patients with solitary metastatic tumors of the fourth lumbar spine were retrospectively reviewed who underwent total en bloc spondylectomy (tes) from june 2012 to december 2015 utilizing vlift cages. The author states that '...no implant failures or related clinical symptoms were found'. It was reported that two patients experienced intra-operative dural tears.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'total en bloc spondylectomy for solitary metastatic tumors of the fourth lumbar spine in a posterior-only approach' from the journal of world neurosurgery (world neurosurg. (2018) 120:e8-e16.https://doi.org/10.1016/j.wneu.2018.06.251). Nine patients with solitary metastatic tumors of the fourth lumbar spine were retrospectively reviewed who underwent total en bloc spondylectomy (tes) from june 2012 to december 2015 utilizing vlift cages. The author states that '...no implant failures or related clinical symptoms were found'. It was reported that two patients experienced intra-operative dural tears.